Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (display issue) issue. It was alleged that the pump's display screen would freeze when delivering boluses and upon reboots. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during the investigation, the original complaint was unable to be duplicated. There was no display issue related to the complaint observed. The pump history showed the bolus button delivery speed was set to slow. A 10 u audio bolus and a 10u normal bolus were performed and no frozen screen occurred. The pump was manually powered off and then on; no frozen screen occurred.